Event description:
The only information the caller could obtain was that the ceramic had broken and all of the pieces were retreived without patient consequence. This facility does not resterilize the electrodes.